Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire. Functional testing was performed, and a known good guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following approximately 50 applications with the catheter in the flower configuration in the right inferior pulmonary vein (ripv), the non-boston scientific (bsc) guidewire became stuck inside the catheter. The guidewire was all the way in the catheter during the entirety of the procedure, and the anatomy of the veins were unremarkable. The physician attempted to retract the wires with the catheter in basket configuration as well as with the catheter in an undeployed state, but this did not help with the reported event. The catheter and guidewire were removed as a whole system. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following approximately 50 applications with the catheter in the flower configuration in the right inferior pulmonary vein (ripv), the non-boston scientific (bsc) guidewire became stuck inside the catheter. The guidewire was all the way in the catheter during the entirety of the procedure, and the anatomy of the veins were unremarkable. The physician attempted to retract the wires with the catheter in basket configuration as well as with the catheter in an undeployed state, but this did not help with the reported event. The catheter and guidewire were removed as a whole system. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.